Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05946 and 2134265-2018-06135. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and a pullback sled to view the target lesion. After setup of the catheter was performed, it was noted that during first auto pullback the image and pullback stopped. After that, it was unable to perform automatic pullback. Subsequently, the picture became green during manual pullback. No patient complications were reported.